Event description:
It was reported that a 7mm balloon was used to pre-dilate the right sfa. An attempt to implant the stent resulted in the system failing after 3cm so the catheter and stent were removed. The second stent (100mm) was successfully deployed, however, it extended into the proximal segment with a final length of 164.47mm. Post-dilation with a 7mm balloon, at 6 atu was done resulting in no residual stenosis. Duplex imaging at 6 months showed that the treated vessel was not patent. There was no reported adverse effect to the pt. The pt is in the strong study in (B)(6).

Manufacturer narrative:
The implant procedure notes did not indicate a product problem that would have caused or contributed to the event. Because these events have occurred at one particular hosp, further training regarding vessel preparation is in process to correct the problem. It is believed that prior to stent deployment, the target vessel is not being dilated wide enough to accommodate the stent, resulting in an elongated stent. Additionally, a stent sizing chart is being added to the instructions for use to clarify which stent sizes to use in relation to the vessel size. The MFR was notified of this event along with 6 other events on a summary report from the duplex imaging facility in (B)(4). Note that this stent was implanted in (B)(6) 2009. Although there was no reported intervention or injury for this pt, this event is being reported because of a previous stent elongation event requiring intervention.